Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a total hip arthroplasty, the inserter could not be removed from the shell after impacting. The shell was removed from the patient. Another shell and inserter were used to complete the procedure.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. There are warnings provided within instructions for use documentation stating that this type of event can occur. This issue is also addressed in the associated risk documentation. This information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay device evaluation, which was unknown at the time of the initial medwatch. The cup inserter was stuck to the shell threaded hole. Visual inspection of the inserter shows that the components front and rear gear teeth are fractured and missing. It is likely for wear and excessive force resulting in the gears teeth fracture. Base on the investigation, parts likely left zimmer biomet conforming to prints. Root cause cannot be determined.